Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, and poor sensing. Wenckebach testing was completed. It was noted that the need for functional rv lead is not currently necessary and ordered mvp (managed ventricular pacing) mode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.